Event description:
The patient claimed that the down buttons required several presses to activate the desired pump functions. The keypad is reportedly intact there was no adverse event associated with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has been returned to animas for evaluation; however, evaluation is not complete. Once the evaluation is complete a supplemental will be sent out. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the down arrow and ok keypad buttons were intermittently responsive and multiple button presses were required in order to elicit a response. All of the keypad buttons did not spring back or click back as expected. There was evidence of keypad contamination found under all key contacts.